Event description:
Device malfunction: suture failed to deploy (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sutures failed to deploy. The device was removed and a second device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (lot # 76051-6h), is being filed under a separate medwatch report.